Manufacturer narrative:
Internal file number -(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported mechanical issue could not be determined in this incident. The reported recurrent mitral regurgitation appears to be the cascading effect of the clip opening after deployment. The reported patient effect of worsening mitral regurgitation as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device is being filed under a separate medwatch report.

Event description:
This is filed to report clip opening after deployment and recurrent mitral regurgitation (mr). It was reported that the mitraclip procedure was performed on (B)(6) 2019, to treat functional mr with a grade of 4. Two clips (81008u111, 80914u111) were implanted, reducing mr to 1. On (B)(6) 2019, the following day, it was found that the mr increased to 2. A computerized tomography (CT) examination revealed the first clip reopened to 7mm in width and the 2nd clip re-opened slightly more, to 8mm in width. It was noted that is unknown if the difference in width occurred during deployment or after deployment, but due to the difference in width of both clips, this is the reason why it was suspected that the clips had re-opened. The physician re-evaluated the CT and determined that the clips may have not re-opened at all, but this could not be confirmed. Both clips remain stable on the leaflets. Additional treatment was not performed. There was no clinically significant delay in the procedure. No additional information was provided. No additional information was provided.